Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "water is leaking from the output connector" and the event "water leaks from the output connector due to deterioration of the pump " were occurred due to water leakage occurred due to defective pump and damage output connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii xenon light source had green water come out of the socket, and water was found in the hose between the socket and the pump. The issue was found during the yearly function and safety inspection. There were no reports of patient harm.